Manufacturer narrative:
Act button did not respond due to flattened button dome switch(no crease). No unlock on j2/lcd keypad connector noted. Unable to perform self test and displacement test due to button keypad anomaly. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. The device was returned for analysis.